Event description:
The customer reported unexpected high blood glucose for the past day. The blood glucose reading at time of call was 370mg/dl. The customer treated her glucose level with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. Performed a high pressure test several times and the insulin pump failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.